Event description:
Discrepant advia centaur (B)(6) results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated on a second advia centaur and corrected results were reported. It is unknown if there was patient intervention. There was no report of adverse health consequences due to the discrepant (B)(6) results.

Event description:
Discrepant advia centaur (B)(6) results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated on a second advia centaur and corrected results were reported. It s unknown if there was patient intervention. There was no report of adverse health consequences due to the discrepant (B)(6) results.

Event description:
Discrepant advia centaur (B)(6) results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated on a second advia centaur and corrected results were reported. It s unknown if there was patient intervention. There was no report of adverse health consequences due to the discrepant (B)(6) results.

Event description:
Discrepant advia centaur (B)(6) results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated on a second advia centaur and corrected results were reported. It s unknown if there was patient intervention. There was no report of adverse health consequences due to the discrepant (B)(6) results.

Event description:
Discrepant advia centaur (B)(6) results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated on a second advia centaur and corrected results were reported. It s unknown if there was patient intervention. There was no report of adverse health consequences due to the discrepant (B)(6) results.

Event description:
Discrepant advia centaur (B)(6) results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated on a second advia centaur and corrected results were reported. It s unknown if there was patient intervention. There was no report of adverse health consequences due to the discrepant (B)(6) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site to check the instrument. A thorough check failed to find anything wrong with the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site to check the instrument. A thorough check failed to find anything wrong with the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site to check the instrument. A thorough check failed to find anything wrong with the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site to check the instrument. A thorough check failed to find anything wrong with the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site to check the instrument. A thorough check failed to find anything wrong with the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site to check the instrument. A thorough check failed to find anything wrong with the instrument. The instrument is performing within specifications. No further evaluation of the device is required.